Event description:
Info received indicates the right foot siderail is broken off the bed and the left foot siderail is loose and wobbling.

Manufacturer narrative:
The technician discovered the screws were striped from the plastic siderail molding. He replaced both foot siderail assemblies to repair the bed.